Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown and an autopsy was not performed. The patient was performing pd therapy at the time of death and was connected to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure or malfunction that could have caused or contributed to the reported problem however; one instance of iipv was recorded in the device log (the iipv event will be addressed in (B)(4)). During visual inspection, nothing was found that caused or could have contributed to the reported event. The power on self-test was successfully performed and a one hour therapy was also successfully performed. The cause for reported problem was undetermined. The unit was repaired and it passed all check and calibration tests successfully during service. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.